Manufacturer narrative:
Failure analysis is on going; additional info will be submitted once the quality investigation is completed.

Event description:
A micro drill long straight attachment was sent for service and it overheated during evaluation. No adverse event was associated with the device.